Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) artery. The dragonfly opstar imaging catheter was successfully used in the pre-run. The copilot guide wire kit was also used in the procedure. However, an error message of "catheter failed. Please remove from patient" displayed during pullback. Upon removal, the dragonfly opstar got stuck on the copilot and both devices had to be removed altogether. Another guide wire kit was used to continue and complete the procedure without using another imaging catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There were no reported issues with the copilot and functional testing confirmed the device functioned as intended. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. There were no reported issues with the copilot and functional testing confirmed the device functioned as intended. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 - brand name updated from accessories to copilot. D2b - procode updated from dqx to dtl. D4 - model # updated from unk copilot gw kit to1003331. D4 - catalog # updated from unk copilot gw kit to1003331. D4 - primary UDI number updated from unknown to (B)(4). D4- a partial UDI was provided as the lot number is not known. H6: medical device problem code 1528 removed; 3189 added.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) artery. The dragonfly opstar imaging catheter was successfully used in the pre-run. The copilot guide wire kit was also used in the procedure. However, an error message of "catheter failed. Please remove from patient" displayed during pullback. Upon removal, the dragonfly opstar got stuck on the copilot and both devices had to be removed altogether. Another guide wire kit was used to continue and complete the procedure without using another imaging catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that a hi-torque (ht) balance middleweight (bmw) universal ii guide wire was received. The account confirmed that the ht bmw universal ii guide wire was also advanced together with the copilot and dragonfly opstar imaging catheter and removed together as a single unit as there was resistance with the guide wire but was successfully used in the procedure. There were no issues with the copilot. No additional information was provided. Based on the additional information received stating there were no issues with the copilot, this complaint would not have been reportable; however, as the initial report was already filed the final report is required.